Event description:
It was reported that the preloaded intraocular lens (iol) was defective. There was no patient contact. From additional information it was learnt that there was a potential defect or the lens may have been too cold. The issue was noticed during handling/prior to insertion. There was no use error. No other information is available.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section e1: contact's email address and phone number: unknown/asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: june 12, 2025 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod was advanced. No damage was observed to the cartridge, and ovd was observed inside the cartridge. The plunger rod tip was observed to be damaged. The lens module and handpiece were inspected, and no issues were identified. No lens was received for evaluation. No further evaluation was performed. The complaint issue was not identified during product evaluation as no lens was received for evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.